Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified antiemetic in 150 ml of normal saline, at an unspecified rate. The customer contact reported that the air filter cap was removed from the option-lok male adapter of the tubing set and the tubing set was primed with an unspecified volume of solution. It was reported that after the tubing set was primed, the air filter cap was reconnected onto the option-lok male adapter and the cair clamp of the tubing set was moved to the closed position to clamp the tubing. After approximately 30-40 minutes, the customer contact reported that although the cair clamp was in the closed position, "a couple of cc's" of solution leaked onto the floor from the capped option-lok male adapter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.